Manufacturer narrative:
MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. No evidence was found in the event log. The customer stated problem was confirmed. During testing and power up, the device found error code 45985 on the screen display but no alarm in red screen. The error code 45985 indicate a problem with watchdog_alarm_time issue. However, it found no error code appeared in an event history log. Actions were taken to mitigate the reported issue: error will be cleared. No problems or issues were identified during this device history record review .

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. Device was received with scratched lenses. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was not seen in the event log. To further investigate, a functional check was performed and the reported incident was duplicated. The customer stated problem was confirmed. During testing and power up, the device found error code 45985 on the screen display but no alarm in red screen. The error code 45985 indicate a problem with watchdog_alarm_time issue. However, it found no error code appeared in an event history log. Therefore, no fault found with the issue and the error code will be cleared.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 48985 and a red screen. There was no reported adverse event.